Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the pulse generator displayed an error message. A software download was unsuccessful. The device was explanted and replaced on (B)(6) 2014.